Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the colon videoscope's air and water tube and the air and water cylinder had white foreign material inside their tubes. There were no reports of patient involvement.

Manufacturer narrative:
Corrected data: e2 (an answer was selected in error on the initial medwatch report). It is unknown whether there was deviation from instructions for use in reprocessing steps for the location where the foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The event can be detected and prevented by the handling device in accordance with the following sections of instructions for use: detection method is described in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Preventive measures are described in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.